Manufacturer narrative:
Device passed self test and displacement test. Insulin pump trace download confirmed unit alarmed the motor processor did not report the pumps stroke as finished in reasonable time. Data in alarm can identify if this was basal/bolus, fill tubing or fill cannula and hardware low-level failures due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received multiple insulin pump error alarm occurred on second occurrence. Customer blood glucose level was 28 mmol/l. Troubleshooting was performed. The insulin pump will not be returned for analysis.